Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and it was discovered that the customer is using lyumjev insulin, and "self filling" the tubing. Tandem technical support informed customer that using lyumjev insulin, and "self filling" the tubing, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.